Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's parent reported via telephone call that the infusion set did not seem to go evenly into the serter and that sets did not insert properly. The customer was being treated with injections due to the issues inserting the infusion set. The blood glucose was 500 mg/dl when the problem with the serter occurred the night before.